Event description:
A report was received that patient's stimulator was non-functional. It was noted that the patient was experiencing tenderness on her left side over the ipg and pain at the ipg site. The patient had a nerve block procedure for the pocket pain and would try another injection before the physician would proceed to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient's pocket pain was relieved by the nerve block injection. No further course of action at this time.

Event description:
A report was received that patient's stimulator was non-functional. It was noted that the patient was experiencing tenderness on her left side over the ipg and pain at the ipg site. The patient had a nerve block procedure for the pocket pain and would try another injection before the physician would proceed to relocate the ipg.